Manufacturer narrative:
Product complaint (B)(4). Updated sections on this medwatch report: g3, g6, h2, h6 and h10. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a mechanical, thrombectomy, a prowler select plus 150/5cm microcatheter (606s255x, 30503120) was used with s synchro wire, everything went well. After the first try, they attempted to insert the wire again, which was not possible anymore, so they switched to a new one. Access to the targeted position went well. When they wanted to take out the wire to insert the embotrap, the wire got stuck in the prowler select, it was not possible to get the wire out of the prowler. Therefore, they used a new rebar 18 microcatheter and a new portal wire. No additional information is available. The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation (mre) was performed for the finished device (B)(4) number, and no non-conformances related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaint of ¿catheter (body/shaft) - resistance/friction-inner lumen with loss of mc cerebral target position¿ could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The instructions for use (IFU) warn to never advance or withdraw an intraluminal device against resistance. Movement or force of catheter or guide wire against resistance could dislodge a clot, perforate a vessel wall, or severely damage the catheter and/or guide wire. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation / interaction, vessel characteristics and device selection, may have contributed to the reported issue. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a mechanical, thrombectomy, a prowler select plus 150/5cm microcatheter (606s255x, 30503120) was used with s synchro wire, everything went well. After the first try, they attempted to insert the wire again, which was not possible anymore, so they switched to a new one. Access to the targeted position went well. When they wanted to take out the wire to insert the embotrap, the wire got stuck in the prowler select, it was not possible to get the wire out of the prowler. Therefore, they used a new rebar 18 microcatheter and a new portal wire.